Manufacturer narrative:
Not sold in USA. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a radiofrequency ablation for liver cancer, at the start of the procedure, although the device was flowing back, the temperature did not drop easily. It took more time than usual for the temperature to drop. They stopped both the ablation and the pump, the pump was flushed to perform the ablation again, but still the temperature did not drop easily. After a while, the temperature dropped and the ablation was started again. There was no patient injury.